Event description:
The facility's boimedical engineer reported an infusion pump with an 812:02 failure. Although attempts were made by baxter's technical support to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.